Manufacturer narrative:
Results: the reported issue was confirmed. One of the prongs on the male component side had broken off and is missing. Further investigation revealed that the break occurred at the thinnest cross-section on the prong and in an area where a structural rib was added to the design for support. This is mainly due to the constant flexural forces when engaging and disengaging the quick-release buckle. The break appeared to be clean, showing no signs of stress of tampering. Although it cannot be certain how the break occurred, it can be speculated that the break was a result of engaging the female and male components incorrectly and/or wear-and-tear from repeated use. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Note: the instructions for use warns the customer to, "always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely." (B)(4).

Event description:
Customer reported the male part of the buckle broke while putting it into use with a patient. The exact date of the event is unknown.